Event description:
It was reported that during the implant procedure, the guidewire became stuck in the lead. After a difficult removal, pacing threshold was high and there was possible damage to the inner coils. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field events of guidewire insertion difficulty and inner coil damage were confirmed in the laboratory, but the event of high threshold was not. A complete lead was returned for analysis. A test guidewire was used and could not be inserted. Destructive analysis revealed that the guidewire was obstructed by dried blood. The inner coil was compressed at the connector region. Electrical testing found no anomalies.